Manufacturer narrative:
The recipient's infection reportedly resolved.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly did not receive medical treatment other than explant surgery. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing a skin flap infection. The recipient is presenting with pain and wound drainage. The recipient underwent medical treatment, however, the infection did not resolve. The recipient's device was explanted. The recipient will be reimplanted at a later date.